Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient developed an infection after the initial surgery that leaked from their eye. During the investigation of the infection, part of the implant had to be removed.